Event description:
Complaint has been evaluated by division quality assurance. This particular problem occurred during the mfg process. By design, the packaging equipment is programmed to count product automatically. Shelf carton count is a function of weight and is calibrated accordingly. Occasionally during a process start-up after a new roll of packaging material is spliced into production several empty packages may pass through. However, the mfg facility has implemented a line blow-off station to minimize empty packages from being transported to the shelf pack operation. Although this is an infrequent occurrence, it is not acceptable and does not meet our standards of quality. Co has notified our mfg facility for their internal investigation with on-line operators.